Manufacturer narrative:
Ae term is mi. Event was classified as sudden cardiac death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. Approximately 22.5 months post procedure the patient died. The investigator assessed the event as possibly related to the index device and unlikely related to the anti-platelet medication.